Manufacturer narrative:
The device was received by glaukos and the evaluation was completed on 09/11/2018. The following observations were made about the condition in which the returned product was received: the tyvek seal was partially removed on the corner from the outer thermoform packaging tray the inserter was returned nested within the inner thermoform tray the stent was found grasped by the inserter the inserter was visually inspected and no nonconformities were observed the following functional tests were performed on the returned product: using the returned inserter and stent, the stent was re-grasped and released 2 separate times. No issues were identified while retaining and releasing the stent and the inserter functioned as intended. Device evaluation conclusion: the peel patterns visible on the corner of the tray suggests that the tyvek lid was sealed to the tray during manufacturing. Therefore, it is unknown when the tyvek lid was partially removed. Each lot undergoes peel testing and the seal is 100% visually inspected as part of the manufacturing control. Based on the available information, the root cause of the reported issue could not be determined. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A complaint history lot review was completed for this lot and there were no complaints found to be related to the reported event. A review of the device labeling was completed. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The IFU cautions to not use the device if the tyvek lid has been opened or the packaging appears damaged. In such cases, the sterility of the device may be compromised. (B)(4).

Event description:
Initially, it was reported that when removing the trabecular micro bypass stent from its packaging, it was noticed that the device inner packaging was defective and the stent was exposed. There was no patient contact and no patient injury. A back-up stent was implanted successfully. Through follow-up, the user facility provided the following clarification. Reportedly, the outer package was intact; however, the inner package (peel pouch) was not sealed on one of the corners.